Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer's blood glucose was 7.4 mmol/l. Customer was advised to remove the battery for some time and anomaly persisted. Customer stated she was going to prime and anomaly began. Customer doesn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.